Manufacturer narrative:
No information about product return.

Event description:
Avenue-l : failure to implant. No detail about this case although 3 attempts were made to request additional information. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. No detail about this case despite several attempts to request additional information. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information received, root cause of this event can not be determined. Investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report, a new report will be sent.